Manufacturer narrative:
(B)(4). The product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is complete.

Event description:
Customer reported the luer locking cannula bent while attaching to split septum connector. No patient harm or medical intervention was reported. No further patient/event information was provided.